Event description:
Patient reported her ambulatory infusion pump alarmed "error code key pressed" even while she was not moving. Patient requested a replacement pump. The reported incident did not cause or contribute to a patient or clinical injury.